Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A field service engineer checked the usb connection of the keyboard, disconnecting and reconnecting the keyboard cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station had a keyboard failure. The customer reported that the keys on the keyboard were not working, thereby limiting the ability to search/pull up medications. Nurses were required to type in a minimum of 3 characters, but many keys were not working when pressed. The issue was occurring in the trauma area and required immediate attention. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.